Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The guidewire was returned in the opened original packaging. No visible defects were noted on the surface of the guidewire. As an in-house stent was not available, the previously unopened stent returned was used to aid in the evaluation. The guidewire was inserted into the stent without issue. As no patient involvement was reported, the device was not used, however, is intended for treatment purposes. A potential root cause for this reported failure is unknown because the reported event is unconfirmed. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the user felt stuck when use the pusher of guidewire.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user felt stuck when use the pusher of guidewire.